Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 855 mg/dl. She states she went into the hospital because her bg was at abt 855 & she had a heart attack. Inquired what led up to the complaint. Customer response: cust states her daughter had high bg & therefore she was hospitalized. Trouble shooting for battery out. Explained alarm and possible causes. Customer states the pump alarmed after battery change. Pump is alarming at time of call. Assisted with clearing alarm. Adv customer to disconnect, remove reservoir and rewind the pump. Assisted with reprogramming time/date. Checked basal rates for accuracy. Found: basal rates look ok. Customer states the batteries were out of pump greater than duration allowed by the pump. Explained this is normal pump behavior. Advised to monitor pump. Customer's outcome pertaining to the complaint: advised customer sending tubing clamp. Customer was not wearing the pump when she called in states treated her high blood glucose by manual injection.. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.